Manufacturer narrative:
Age, weight, ethnicity: information unknown not provided. Date of event: date provided is the accepted date of the article, (B)(6) 2020. Serial # information unknown not provided. Expiration date UDI # unknown not provided. If implanted, give date: unknown, not provided. If explanted, give date: not applicable, as there is no indication the lens was explanted. Device manufacturing date: unknown not provided. Device evaluated by MFR: the intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. There was no serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted. Achiron, a., elbaz, u., hecht, I., spierer, o., einan-lifshitz, a., karesvuo, p., laine, I., & tuuminen, r. (2020). The effect of blue-light filtering intraocular lenses on the development and progression of neovascular age-related macular degeneration. American academy of ophthalmology. Https://doi.org/10.1016/j.ophha.2020.07.039.

Event description:
The following article was received based on a literature review: the effect of blue-light filtering intraocular lenses on the development and progression of neovascular age-related macular degeneration a retrospective registry-based cohort study was done to assess the effect of blue-light filtering (blf) intraocular lenses (iols) on the prevention of neovascular age-related macular degeneration (namd) after cataract surgery. A total of 11,397 patients underwent cataract surgery and were divided into two groups: patients implanted with blf iol (sn60wf) (n=5425 eyes) and patients implanted with non-blf iol tecnis (zcb00 and za9003) (j&j) (n=5972 eyes). Among the non-blf group, 76 eyes developed a new-onset namd. All patients with namd were treated with anti-vegf injections (bevacizumab +/- ranibizumab, aflibercept).